Manufacturer narrative:
The customer has had no further issues. The investigation determined the root cause of the event was contamination of the measuring channel flow path due to a maintenance issue at the customer site.

Manufacturer narrative:
On 30-mar-2023 the field service engineer (fse) visited the customer site. The sipper syringes were decontaminated. The field service engineer noted a reservoir of the rinse station was splashing causing water to sit on top of the cover of the rinse station. The field service engineer cleared blockage from the waste output. Measuring cell prep was performed and no further splashing was noted. Mechanical checks were performed and rinse levels and probe positions were acceptable. Gear pump head pressure was acceptable. Instrument checks passed. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft4 IV (ft4 IV) on a cobas e 801 analytical unit. The initial result was 22.9 pmol/l. The repeat result was 14 pmol/l. The questionable result was not reported outside of the laboratory. The ft4 IV reagent lot number was 670634. The expiration date was not provided.